Manufacturer narrative:
Based on further review on 14-dec-2018, "type of reportable event" from "malfunction" to "serious injury".

Event description:
It was reported that during the embolization procedure for an impending ruptured aneurysm at mca (middle cerebral artery), the subject balloon catheter was placed in the parent vessel. However, the aneurysm was ruptured during the procedure which caused bleeding. The bleeding stopped after the coil embolization. Then cerebral decompression was done for the increased pressure on the brain due to bleeding. In the physician¿s opinion, the aneurysm rupture is possibly due to excessive force the balloon applied on the neck of the aneurysm and the patient¿s pre-existing condition.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported aneurysm rupture and hemorrhage are known risks associated with endovascular procedures and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication has been assigned to the reported event. The subject device is not available.

Event description:
It was reported that during the embolization procedure for an impending ruptured aneurysm at mca (middle cerebral artery), the subject balloon catheter was placed in the parent vessel. However, the aneurysm was ruptured during the procedure which caused bleeding. The bleeding stopped after the coil embolization. Then cerebral decompression was done for the increased pressure on the brain due to bleeding. In the physician¿s opinion, the aneurysm rupture is possibly due to excessive force the balloon applied on the neck of the aneurysm and the patient¿s pre-existing condition.